Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on: (B)(6) 2009: the patient presented for pre-surgical evaluation. The patient underwent chest x-ray. Assessment: no radiographic evidence of acute cardiopulmonary process. The patient also underwent c-spine x-ray. Impression: mild degenerative disk disease at c6-7. Kyphotic reversal of the cervical curvature may reflect spasm. No evidence of instability or subluxation on flexion and extension views. On (B)(6) 2009: the patient presented with complaint of neck pain and left arm pain and had pre-operative and post-operative diagnosis of cervical spondylitic myeloradiculopathy at the c6 level. The patient underwent c6 corpectomy and acif at c5-c7. The procedures performed were: anterior c6 corpectomy. Anterior cervical diskectomies of c5-c6 and c6-c7. Anterior fibular strut graft fusion c5-c7. Anterior cervical plate placement c5-c7. The patient underwent x-ray of cervical spine. Impression: anterior cervical fusion of c5-c7 with corpectomy. There is no evidence of hardware failure. On (B)(6) 2009: after the procedure the patient underwent physical therapy evaluation. On (B)(6) 2009: the patient was discharged. On (B)(6) 2009: the patient presented for evaluation status post anterior decompression and fusion of the cervical spine. On (B)(6) 2009: the patient presented with complaint of left arm pain radiating down from her elbow to her band when she felt a pop in her neck about roughly a weak ago when she was cleaning at name. She says it has progressively gotten worse. On (B)(6) 2009: the patient presented with following pre-operative and post-operative diagnosis: lumbar disk degeneration. Lumbar spinal stenosis. Obesity. The procedures performed were: alif at l4-5 and l5-s1. Insertion of cages at l4-5 and l5-s1. Partial corpectomies of l5 and s1, s2 are normal. Use of rhbmp-2 for anterior lumbar fusion. Use of intraoperative fluoroscopy. Per-op notes, using the peak 11mm height cage, the cage was packed with infused bmp. Sequential dilators were placed and a 14mm height cage was found to be appropriate size. It was then packed with rhbmp-2 and tamped into the l5-s1 interspace. Using 14mm height peek cage was then packed with bmp and tamped into the l4-l5 interspace. Also, the procedures performed were: posterior lumbar fusion from l4 through s1. Posterior lumbar instrumentation from l4 through s1 using bilateral pedicle screws and rods. Posterior lumbar decompression from l4 through s1 including bilateral lateral recess decompression and bilateral foraminotomies to decompress bilateral l4 through s1 nerve roots. Use of local autogenous bone graft for fusion from l4 through s1. Use of bmp for posterior fusion. Use of intraoperative fluoroscopy. Per-op notes, surgeon performed the discectomy at the two levels, placed a peek implant with bmp sponges and bone graft. The patient tolerated the procedure well. On (B)(6) 2009: the patient was discharged.